Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of sound. External equipment was exchanged , however, the issue is not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The explanted device reportedly cannot be located and will not be returned to the company for analysis. A review of the device history record noted no rework. This is the final report.